Event description:
The facility rep reported no upstream occlusion alarm during incoming testing of the device. No pt involvement was reported. The device was sent to baxter for eval.

Manufacturer narrative:
The device has been received by baxter. A follow up report will be submitted should the results become available. The manufacturing facility has been made aware of this report through baxter's complaint mgmt tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.